Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause cannot be determined.

Event description:
It was reported that a chemoclave® bag spike generated a leak during patient use. The reporter stated that during chemo administration, the registered nurse (rn) noticed chemo on the outside of the tubing on top of the drip chamber. Not sure of the source of the leak ¿ chemo was pooling on the outside of the tubing. No medical intervention was required, and no intubation was necessary. The device was not re-sterilized or reprocessed. There was patient involvement and no adverse event.